Event description:
Patient's pump is alarming error code 1660. Patient was using pump when it had an error and he switched to alternative pump and replaced batteries. Pump still having an error. Patient did not experience adverse event and new pump sent and return box for old pump.